Event description:
It is reported that the provisional broke in half while removing from pt.

Manufacturer narrative:
Evaluation summary: as returned, the articular surface provisional is fractured along one of the channels on its underside. The part has a potential field age of nearly 4 years. A radius was added to the feature in 208 in an attempt to reduce the occurrence of this type of failure. Evaluation: the returned device was dimensionally verified to meet print specification. This MDR was identified during an internal review to meet reporting requirements and therefore, is being filed late.